Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report regarding vad pump thrombosis. Approximately 5 months after vad placement, one patient required multiple oral anticoagulant medication adjustments for supratherapeutic and subtherapeutic international normalized ratio (inr) measurements. Approximately one year later, the patient developed gastrointestinal bleeding from erosive gastropathy, requiring anticoagulant cessation until resolution, the re-starting the medication regimen. Later, the patient complained of a two-month period of worsening fatigue and dark urine. The day prior to hospitalization, the vad exhibited low flow alarms. Laboratory workup showed evidence of hemolysis and vad interrogation showed low flows. Intravenous (IV) anticoagulation medication was started. Pump thrombosis was not detected by chest computerized tomography (CT) scan, however a transesophageal echocardiogram (tee) showed lack of vad flows, confirming the diagnosis. The patient underwent pump exchange surgery with no noted complications. One-month post-discharge, a follow-up clinic visit noted no issues. The status of the exchanged vad is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: left ventricular assist device pump thrombosis in a patient treated with apixaban. American journal of case reports, december 2021; 22:e934787. Doi: 10.12659/ajcr.934787. Epub 2021 nov 03. Pmid: 34880201. Additional information has been requested regarding the cause of the event, device serial number and the patient¿s demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.